Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported conditions. Further investigation noted that the fet (field effect transistor) boost voltage was low and subsequent lead impedance readings were anomalous. The low fetboost voltage and subsequent anomalous lead impedance readings were shown to be caused by a leaky capacitor.

Event description:
It was reported that during implant attempt, there was high impedance measurements of greater than 3000 ohms on both the right atrial and right ventricular lead, oversensing, noise and intermittent capture. Lead measurements were within normal limits when tested with an analyzer. The device was not implanted. No patient complications have been reported as a result of this event.